Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years 7 months. A correlation between the device and the reported sepsis and driveline infection could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not returned. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired on (B)(6) 2017 due to sepsis secondary to driveline infection. It was reported that the sepsis was associated with a previously unreported chronic driveline infection. The driveline infection onset was approximately (B)(6) 2011. Cultures grew (B)(6). On unspecified dates, the patient underwent multiple wound debridements. The infection was also treated with unspecified oral and IV antibiotics.